Event description:
Covidien clip applier would not fire during case (laparoscopic hand assisted nephrectomy). Another clip applier was provided to surgeon. Procedure completed with no further issue. Defective clip applier and packaging returned to manufacturer for quality analysis.